Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
Correction: event date updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacture date not available for this system at time of filing. A medtronic representative went to the site to test the equipment. The rep replaced the network cable. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation as they were discarded by the medtronic representative on site.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the ethernet cable had to be pressed to get the green line connection between the navigation system and the mobile view station (mvs).